Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when firing the circular model 31 surgical stapler, it failed. This required the opening of a new stapler to complete the case.